Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on (B)(6) 2011: the surgeon reported that the (B)(4) did not deliver any staples at all. The surgeon had to complete the procedure as a different procedure a hartmann's procedure with a probable permanent colostomy. The procedure was prolonged by 90 minutes. The patient is stable and on the ward. Additional information received on (B)(6) 2011: the surgeon informed that the patient will have a permanent colostomy.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was initially reported that an event occurred during an unknown procedure. Details are unknown at this time. It is unknown how the procedure was completed. No adverse patient consequences were reported.